Manufacturer narrative:
Two bottles of strips were returned and tested. They gave satisfactory performance but results were slightly higher than the results using the in-house retained test strips. This was likely due to the test strips being exposed to ambient moisture due to the open bottle caps.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer opened a new box of contour next test strips and the cap of the bottles were already open. No adverse event was alleged. The test strips were expected to be returned for investigation and replacement strips were sent.